Manufacturer narrative:
During placement of the coil, there was resistance during withdrawal for repositioning in the aneurysm, and during the repositioning process, the coil was utilized like a guidewire, left in the aneurysm sac, while repositioning the microcatheter. Both coils stretched during positioning. After removal from the patient, the coil was still attached to the delivery system. Only the 3.5x9 will be returned for analysis. No further information is available. Additional information will be submitted within 30 days of receipt.

Event description:
During a coil embolization procedure of an a-com artery aneurysm, a 6x15 non cordis coil (axium) stretched when it was utilized as the framing coil. An orbit mini complex fill 3.5x9 used for filling also stretched. The physician felt resistance with both coils during introduction through the hub of the prowler (mc) microcatheter. The physician inspected the microcatheter for kinks, but there were not damages found. An envoy 6french and an agility 10 were utilized during the procedure. A continuous flush was utilized with the envoy and the microcatheter. The procedure was completed with similar products. There was no adverse event reported with the event. The products were stored according to labeling instructions, and the products were new. The coil unraveled during placement. The secular aneurysm size was 6.6x6.3, neck 5.7, neck to sac ratio was 1:1.2. The mc re-shaped prior to use with steam, and there were no damages after it was re-shaped. During the initial insertion of the coil delivery system, the tuohy or stopcock was closed to prevent the introducer from moving from the microcatheter hub. After the coils passed the hub, there was resistance during advancement of the coils through the mc hub prior to exiting the mc. During insertion, no additional force was utilized to advance or remove the coil/delivery system.

Manufacturer narrative:
During a coil embolization procedure of an a-com artery aneurysm, the 3.5x9 orbit mini complex fill coil used for filling stretched. The coil was removed from the patient as a unit with the prowler microcatheter. The coil remained attached to the delivery system upon removal and the procedure was completed with the same microcatheter. Resistance was encountered during insertion of the device through the hub of the prowler microcatheter (unknown catalog and lot). Prior to this coil, a noncordis (axium) coil stretched when utilized as the framing coil and also had resistance during insertion through the hub of the prowler microcatheter. However, the same microcatheter was used to complete the procedure. It was also indicated that during repositioning of the coil in the aneurysm there was resistance during advancement and withdrawal. Additionally the microcatheter was repositioned over the coil while the coil was partially deployed out of the microcatheter. The mc re-shaped prior to use with steam, and there were no damages after it was re-shaped. It was indicated that during insertion into the microcatheter the coil introducer was fully seated and secured in the hub of the microcatheter. It could not be verified whether an adequate continuous flush was maintained through the microcatheter. The saccular aneurysm measured 6.6x6.3, neck 5.7, and neck to sac ratio was 1:1.2. There is no information regarding any neck remodeling. A non-sterile trufill orbit dcs was received coiled inside of plastic bag. The hypotube was inspected and kinks were found. The support coil was found without damage. The introducer was zipped and no damages were observed. The embolic coil was found attached to the gripper and stretched. The od was measured and was found within specification according to specifications. The embolic coil and the gripper were inspected under microscope and the embolic coil was found stretched while the gripper was found elongated. The functional test could not be performed due to the conditions of the received product. A review of the manufacturing documentation associated with lot 15000004 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported resistance during advancement could not be evaluated due to the returned condition. The reported stretched coil was confirmed. The cause of the embolic coil stretched and gripper elongated could not be conclusively determined, however, neither the analysis nor the DHR suggest that it is related to the manufacturing process. Inspections are in place to prevent these types of damages from leaving the facility. It was reported that resistance was encountered during insertion and during repositioning of the coil in the aneurysm. It was also reported that the microcatheter was repositioned while the coil was deployed out of the microcatheter. The instructions for use cautions to never advance, withdraw, or torque the delivery tube against resistance without first determining the cause of the resistance under fluoroscopy. These manipulations of the delivery tube against resistance may cause damage and/or premature detachment of the embolic coil. It further outlines that if unusual friction is noted within the infusion catheter, remove the detachable coil unit and if friction is noted with any subsequent detachable coil unit, carefully examine both the detachable coil unit and the infusion catheter for possible damage. Replace both if necessary. Additionally, it cautions that repositioning the infusion catheter while the coil is deployed may lead to damage and/or premature detachment of the embolic coil. With review of the clinical information it appears that clinical factors including procedural handling and device manipulation may have contributed to the reported events. There is no indication that the resistance during insertion or the stretching of the coil is related to the manufacturing process; therefore, no corrective actions will be taken at this time.